Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy due to t-wave oversensing on the ventricular channel. The rv lead was explanted and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.